Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the g17 care unit that there have been multiple events where the tubing set disconnected from optima injector during use. Most events occur during tacrolimus infusions and/or infusions where a long tubing set is in use. There have been no reports of disconnects when short sets are in use. Although requested, no additional information was provided.